Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the connector portion was returned in one piece. External insulation abrasion was noted at 8.5 cm to 8.9 cm from the connector pin, consistent with lead friction to the device can. Other damages found were sustained during the surgical procedure.

Event description:
This report is to advise of an event observed during analysis.